Event description:
The pt had diseased and calicified vessels that required some oscillating motion of the device in order to facilitate insertion. When removal of the black trigger wire was attempted, it would not move. The distal trigger wire was removed to assure crossing of the wires had not occurred. The device was secured with balloons and eventually the top cap was removed.